Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system is unable to boot occasionally. The representative performed check disc and hard drive sector repair. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site was having issues getting the imaging system to boot up. The representative stated that they were seeing a red x stating that the gantry was docked and an f2 error on the mobile view station (mvs). They had re-booted the system and the mvs a few times to establish a connection. The site was able to get the system running open and close the gantry for the upcoming case. There was no patient present when this issue was identified.